Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive sata connections were evaluated and repaired. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up and failed to reboot. No patient serious injury or death was reported related to this event.